Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that there was moisture in the battery compartment, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2017 with the following findings: a review of the black box showed one power on reset event related to a battery change. The battery compartment was cracked above and below the bumper pad. Corrosion was found inside the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection. A test battery cap was used to complete 24 hour testing. No power on resets were duplicated with the test battery cap. A leak was found in the battery cap and the bolus button. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit.